Event description:
It was reported to gore through a post-market clinical follow-up (pmcf) survey that gore® seamguard® bioabsorbable staple line reinforcement was used for reinforcement of staple lines in a surgical procedure in which soft-tissue transection or resection with staple line reinforcement was needed. Reportedly, a linear endoscopic stapler was used. Reportedly, the patient had multiple gsw [gun shot wound] and required multiple takebacks unrelated to seamguard usage. A distal pancreatic leak requiring a stent was reported. It was reported there was a traumatic completion of the distal pancreatectomy, had a leak, and improved over time.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age and weight were requested, but not provided. H3: review of the manufacturing records and engineering evaluation could not be performed, as a valid lot number was not provided and the device was not returned to gore. H6 - code 4111: additional information regarding the event was requested from the complainant, but no response was received. The instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement state possible adverse reactions and complications that may occur with the use of gore® seamguard® bioabsorbable staple line reinforcement or in any endoscopic surgical procedure and may require intervention include, but are not limited to adhesions, blood loss, hematoma, infection, inflammation and/or leaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.